Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other multilink vision is filed under a separate medwatch report number.

Event description:
It was reported that 2 multilink vision stents were implanted on (B)(6) 2013 and post implantation, a procedure may have been performed to occlude the stents. There was no additional information provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. Initial reporter occupation: should be non-healthcare professional. The stent remains in the patient. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The reported patient effect of occlusion is listed in the multi-link vision coronary stent systems, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.